Manufacturer narrative:
The device associated with this incident was not returned for investigation. If the device is returned, an investigation will be conducted and a supplemental report will be filed.

Event description:
The patient reported that they compared their teladoc monitor to a simultaneous manual reading performed by a medical professional. The teladoc monitor displayed a reading of 138/93, whereas the manual reading was 114/80. The patient mentioned their medication was changed to another medicine and that the change occurred after the manual reading was completed.